Event description:
On (B)(4) 2013, it was reported that the physician's handheld freezes during the "interrogation successful" screen. It was stated that hard resets resolve it temporarily, but that the event has recurred multiple times. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the hhd, dell x5: (B)(4) passed all functional tests prior to distribution. The flashcard was returned for the allegation of computer software error and frozen screen during interrogation. No anomalies were identified via external visual inspection. V8.1 software was installed and verified on the main screen with no anomalies. Interrogation and diagnostic tests were performed with no anomalies on a 103 generator. No anomalies were observed when diagnostic, parameter, and magnet history databases were viewed. For five successful times the following occurred: the generator was interrogated, then the output and magnet currents increased from 0ma to 0.5ma, then interrogated to verify the new settings, then a generator diagnostic test was performed during which the generator values were changed back to output currents of 0ma, and then the battery was interrogated to verify new settings. An analysis was performed on the returned flashcard and the reported allegation was not verified. The available information gives no indication that the alleged screen freeze complaint is related to the event which has been evaluated and addressed through car (B)(4). No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. The handheld computer was returned for the allegation of no malfunction suspected or identified. The handheld computer was received with a serial cable, v8.1 flashcard, no ac adapter, and a remaining battery charge of 1%. Visual inspection identified no anomalies the back-up battery was removed. The back-up battery voltage with no load measured 508mv (nominal 3v) indicating that the back-up battery has been depleted. The handheld device was powered using the main battery with no observed anomalies. The handheld booted to the view parameter history window. The main battery indicator showed that the main battery had a remaining charge of 1%. The back-up battery indicator read 0%. A known good back-up battery was substituted into the handheld and the battery indicator read 100%. The returned flashcard was inserted into the handheld with no observed anomalies. Interrogation and diagnostic tests were performed successfully with no observed anomalies using the v8.1 software and a 103 generator. The handheld¿s main battery was fully recharged successfully using a power supply adapter. Interrogation and diagnostic tests were performed successfully with no observed anomalies using a 102 generator. The handheld was powered-on continuously using only the main battery for more than an hour. The handheld computer was powered-on continuously using only the main battery for more than an hour. For five successful times the following occurred: the generator was interrogated, then the output and magnet currents increased from 0ma to 0.5ma, then interrogated to verify the new settings, then a generator diagnostic test was performed during which the generator values were changed back to output currents of 0ma, and then the battery was interrogated to verify new settings. The main battery had a remaining charge of 60% at the conclusion of testing. An analysis was performed on the handheld and the reported allegation was verified. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.